Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil fragments') and device dislocation ('migration of the metal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, device dislocation and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device breakage and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil fragments') and device dislocation ('migration of the metal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage, device dislocation and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device breakage and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. On 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.